Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation degradation at 4.5 cm from the connector pin which exposed the outer coil. This likely contributed to the intermittent capture.

Event description:
It was reported that the right ventricualr lead exhibited intermittent capture. The lead was explanted.